Event description:
It was reported by service report that the nurse call was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call. Nurse call wiring was not included at factory. Siderail replaced with one that included nurse call function.